Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer experienced an elevated blood glucose (bg) displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address elevated bg. Additionally, it was reported that the pump time was incorrect, cause was unknown. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.